Manufacturer narrative:
It was reported that during surgery the trunion on an sts stem broke inside the patient. The device and the head were removed. A zimmer revision stem was put in. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but not limited to procedural/user variance, surgical technique used or size of device.

Event description:
It was reported that during surgery the trunnion on an sts stem broke inside the patient. The implant and 36 ox head were removed. A zimmer revision stem was put in. No delay reported. It is unknown the current state of health of the patient.